Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a vaginal hysterectomy procedure, the needle "popped off" of the device. To correct the condition, a new device was used. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one endo stitch 10mm suturing device, opened by the account with the display box in an undamaged condition. No needle was received with the instrument. The jaw gap was measured and the instrument met specification. No witness marks or sheering on the toggle switches were observed the instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend for difficult to unload complaints. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.